Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had hundreds of episodes of oversensing minute ventilation (mv) noise on the ventricular channel. The mv sensor was turned off, and the plan was to continue to monitor. The patient was not pacer dependent. Device remains in-service. No adverse patient effects were reported.